Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial# (B)(4), implanted: (b)(462019, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a160, serial/lot #: (B)(4), ubd: 24-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family/friend of a patient who was implanted with a neurostimulator (ins). Caller said the patient had a scs implanted in (B)(6) 2019 and after surgery found out that the patient's device was not readable and then they found out that the hcp put an outdated device and the leads wrong in the patient. Patient was told that she needs to have a new surgery and have all of her previous scs taken out and get a new updated scs. Caller said that patient is supposed to have surgery on (B)(6) 2019 but on (B)(6), the patient found out that the hcp doing the surgery is out of network and the caller doesn't believe that the patient should pay for the surgery. Caller did not accept the offer to be sent physician listings. Caller said if the hcp and the manufacturer representative would have "done it right" during the first surgery then her daughter wouldn't be in this situation. No further complications were reported.